Manufacturer narrative:
An external insulation abrasion was noted in one location breaching the ring electrode lumen proximal to the suture sleeve tie impressions consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.